Event description:
The customer reported that their m-turbo system stopped reacting and locked up while connected to their tee/8-3 transducer. This occurred during a pt exam. No injuries have been reported. Attempts to obtain add'l info from the customer have thus far been unsuccessful.

Manufacturer narrative:
Although our test methods have not been able to duplicate the failure mode when a tee transducer is connected directly to an m-turbo system without the use of a ttc, engineering analysis has revealed a small potential for this situation to occur. Further testing of the tee transducer connected with a micromaxx system verified that the tee transducers behave as expected. The behavior only manifests itself when used with an m-turbo system, software version 1.1.